Event description:
A malfunction was reported on the customer's pump after it hit the bed frame. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to a backup insulin pump for insulin therapy.